Event description:
The lid to the bedside 1.5l suction canister liners are red with 1 large red cap with 3 smaller caps connected via a thin strip of the same red plastic for the ortho, vacuum, and patient ports. The thin strip of plastic breaks frequently and the cap color matches the red top of the suction liner and the cap blends into the port. Since these canisters are on the wall and higher up not all staff can easily see that red they are seeing for the patient port is actually the cap. In this incident the suction tubing was connected to the patient port over the cap and when the tubing was removed to trouble shoot the red cap that had broken off from the thin strip of plastic was now lodged up into the suction tubing preventing the device from operating at the prescribed wall suction.